Manufacturer narrative:
The complaint of a damaged q-syte connector was confirmed; however, the root cause could not be determined. One q-syte connector was provided for investigation. The portion of the septum top disc was pushed within the top body; however, the root cause of the observed damage could not be determined. Adhesive was present in its intended location but it could not be determined what caused the top disc to separate from the adhesive. No defects associated with the manufacturing process were confirmed during the sample analysis. As the returned sample supports the complainant¿s description of the reported event, the complaint was confirmed; however, there were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The separator is dented during use. At present, the patient requires the hospital to do PICC for free, causing tension in the doctor-patient relationship, the infusion route PICC used by the patient is changed once every 7 days, and the customer asks us to bear the cost of the infusion connector.